Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 283 mg/dl. The customer states they were not able to clear the pump and also had a button error. The pump was exposed to moisture from sweat. The customer did not experiencing symptoms. The customer will contact their healthcare professional and does have a backup plan; pump. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.